Manufacturer narrative:
The reported device was returned to conmed for evaluation. Visual inspection verified the alleged issue of "piece broke off". The blue ring, known as the duckbill, was completely detached from the sound reduction cap. This duckbill was also fragmented in two pieces. A probable cause for this component detachment and breakage is excessive force/pressure applied to the duckbill. A two-year review of complaint history revealed 12 similar complaints for this device family. In that same timeframe, (B)(4) units have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4) percent. A risk analysis was performed and deemed acceptable. The instructions for use advise the user of the following. Before use, inspect the sound cap blue foam and blue seal. Use caution when inserting a sharp or large device through the cannula. Inspect the sound cap after use for physical damage of any kind. This incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
A user facility reported the blue duckbill detached from the ias12-120lpi airseal access port during a robotic incisional hernia repair and fell into the surgical site. This component was retrieved and the procedure was completed without further complications or delays. This incident was not reported to have caused harm or injury to the patient or user. This report is raised on the basis of an alleged device malfunction with potential for patient injury with recurrence.